Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3 reference MFR. Report: 1627487-2014-26707 and 1627487-2014-26708. The patient has a cervical and thoracic system and this report is on the cervical system. It was reported the patient was experiencing discomfort shen she sat down. The patient underwent surgical intervention where the ipg was explanted and during surgery the physician noted the leads were kinked. Surgical intervention is pending to address the leads at a later date.